Event description:
It was reported the pt observed the low battery warning on the programmer. Based on the pt's programmed parameters, the warning is related to passivation. The message was successfully cleared. No further issues have been reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.